Manufacturer narrative:
The insulin pump was no button response and button error alarms due to corroded keypad traces. Moisture damage noted on electronic assembly. The device had a cracked reservoir tube lip, cracked battery tube threads, cracked reservoir window and cracked case near display window corners noted during visual inspection.

Event description:
The customer reported via phone call that the insulin pump alarmed button error after she went into the pool with it. Blood glucose value was 79 mg/dl. The customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.